Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported per attorney per long form that the patient on (B)(6) 2019, had an unspecified power glide pro" midline catheter inserted into his left arm. On (B)(6) 2019, a nurse attempted to remove the unspecified power glide pro" midline catheter. During the removal, the unspecified power glide pro" midline catheter broke, leaving the catheter inside the patient's vein. Emergency surgery was then unsuccessfully attempted due to clotting around the midline. Imaging was then conducted on patient which confirmed evidence of the catheter tip inside the patient's upper left arm and a vascular ultrasound showed residual catheter remaining in the basilic vein. On (B)(6) 2019, surgical removal of the retained midline catheter was performed. As a result of this incident, patient had to undergo additional surgical procedures, and now suffers from the limited use of his left arm due to a left ulnar nerve injury and carpal tunnel syndrome of the left limb. As a result of the events described above, patient has sustained damages including but not limited to: physical pain and suffering and mental anguish, past and future; past and future disfigurement, past and future physical impairment.